Manufacturer narrative:
Product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 37752, serial#: (B)(4), product type: recharger; product ID: 37743, serial#: (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had stimulation in the wrong location. About 1.5 months before the date of this report, the change in stimulation was noticed. The stimulation was supposed to be across the hips and lower back and stronger on the right side. Now it was in the lower rib cage and in the crotch. There was speculation at the last appointment that the paddle was not making a good connection or had moved, but those ideas were "shot down". The patient had no falls or trauma to the area. It was also reported that since the change in stimulation, the patient had to recharge the implantable neurostimulator more often. The patient had 8 bars shaded in and used surgical tape to hold the recharger in place. The patient can't get the full battery icon. The green light on the desktop charger stayed lit even when the recharger was unplugged from the wall. On (B)(6) 2012, the stimulation was "too high" and the patient could not turn it down. The patient felt like she was going to get electrocuted. The patient had an appointment with a physician on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.